Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. B40015-inv) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("increased headaches"), fatigue ("fatigue"), abdominal distension ("bloating") and mood swings ("mood swings"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the menorrhagia, headache, fatigue, abdominal distension and mood swings outcome was unknown. The reporter considered abdominal distension, fatigue, headache, menorrhagia and mood swings to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: headache, fatigue, bloating and mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: update of information (batch is not valid). Fu 5 and 6 processed together. On 17-aug-2020: quality safety evaluation of ptc.fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. B40015) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("increased headaches"), fatigue ("fatigue"), abdominal distension ("bloating") and mood swings ("mood swings"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the menorrhagia, headache, fatigue, abdominal distension and mood swings outcome was unknown. The reporter considered abdominal distension, fatigue, headache, menorrhagia and mood swings to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: headache, fatigue, bloating and mood swings . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received- new event menorrhagia was added. Lot number wqas added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("increased headaches"), fatigue ("fatigue"), abdominal distension ("bloating") and mood swings ("mood swings"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, headache, fatigue, abdominal distension and mood swings outcome was unknown. The reporter considered abdominal distension, fatigue, headache, medical device removal and mood swings to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: headache, fatigue, bloating and mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event - medical device removal and reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.